Manufacturer narrative:
Continuation of d10: product ID 977a275,serial# (B)(6), implanted: (B)(6) 2018, product type lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2018, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 29-dec-2021, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 08-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the leads were fractured/broken. The cause is unknown, and the issue is ongoing. The rep will report additional information that becomes available. On 2023-nov-27 additional information was reported. The healthcare provider (hcp) reported right side lead had 2 contacts that have separated from the rest of the lead. Impedance check was done, noting high impedances noted on contacts 1 (40,000), 8 (32,200), 9 (40 ,000), 10 (23,050). The cause is unknown and issue is ongoing. The rep will report additional information that becomes available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from representative: per caller, patient has 2 electrodes in the cervical area that have come away from the lead. Caller asking about how this affects MRI eligibility. Tss reviewed for abandoned components, at best they would be head eligible but if lead electrodes are in the cervical area, then no head MRI would be recommended.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an implantable neurostimulator. The reason for call was caller reported that the stimulator was explanted on (B)(6) of this year because there were two pieces from one of the leads that broke off and migrated up north and buried themselves into the c1 spine. Agent asked event date - pt stated they do not know how it broke but they saw a mdt rep at some point before they did a "test" and this was discovered in an x-ray (B)(6) 2023 (pt was unclear if a mdt rep was notified of the issue). Caller stated that the doctors were concerned that if they continued to migrate north, they were going to hit the brain in which they were sitting at the base of the brain so they urgently wanted to do a surgery and brought in a neurosurgeon who drilled in and removed the two pieces and the whole system was removed. Pt stated they kept the broken pieces. Caller mentioned that they are at a point right now where they are considering getting attorney to file a claim against medtronic but they would like to avoid that because the last time they had a problem with their stimulator, the battery went dead after 4 months when it was su pposed to last for 4 years and they worked something out together so that a lawsuit didn't have to get filed and pt signed a nda. Pt stated after the analysis, they were told there was nothing wrong with that implant battery. Caller noted that they have had a headache ever since then from messing with their spine and the fact that they no longer have pain control anymore and they are no longer taking opiates anymore because of the epidemic. Caller also mentioned that their pain doctor allowed them toenter into a paying contract but it was for 6 months and after that they maxed out and have zero pain control. Pt has a scheduled call with legal representation on wednesday. Agent documenting reported event and will follow up internally.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2018. Product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2018. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the patient had a full system explant today(B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the device was discarded.